Event description:
It was reported that episodes of noise was seen on the atrial and ventricular leads. Patient received inappropriate therapies. Lead anomalies suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.